Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets did not recover. The field service engineer (fse) opened diagnostics, where all pockets were observed to be greyed out. The fse shut down the station, removed the back panel, and accessed the rear of drawer four. The row board cable was disconnected from the drawer controller board and then reconnected. The station was powered on, after which the drawer passed the diagnostic test. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed, and multiple pockets would not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.